Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (power turned off) was confirmed and found to be caused by a faulty power supply. In addition, service found the power switch bracket was broken, the rear cover was broken in multiple places, the bezel plate was broken at multiple places, there was corrosion on a screw of the rear panel cover, the power switch was scratched, and rust was found on all connector of a circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use, the power automatically turned off after some time. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
The customer provided additional information on (B)(6) 2022. The planned procedure was a therapeutic lap cholecystectomy. Which, was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device was powering off, due to a faulty power supply. The specific root cause of the faulty power supple could not be determined at this time. Olympus will continue to monitor field performance for this device.